Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was hospitalized with diabetic ketoacidosis. The reporter was unable to provide any blood glucose measurements or additional symptoms the patient experienced. The reporter could not provide any treatments the patient received while hospitalized. Customer technical support representative attempted to contact the reporter, but was unable to perform any troubleshooting. This complaint is being reported because the patient allegedly was hospitalized with diabetic ketoacidosis and the pump could not be ruled out as a contributing factor.